Manufacturer narrative:
The device was returned as part of the asset return process and found upward/downward angulation control knob could not be locked securely due to wear of the lock engagement lever, peeled paint on air/water cylinder and suction cylinder, water supply volume did not meet the standard value due to clogged nozzle, bending section cover adhesive cracked, the play of the upward/downward and right/left angulation control knob was out of standard value due to wear of angle wire, and the bending angle in up, right, and left direction did not meet the standard value due to the wear of angle wire. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
A user facility returned the olympus asset, ultrasound gastrointestinal videoscope, to the olympus service center. Upon inspection and testing of the returned device, it was observed that water supply volume did not meet the standard value due to clogged nozzle. This report is being submitted for the reportable malfunction found during evaluation. There was no patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material could not be identified nor the root cause of it. The event can be detected/prevented in accordance with the following instructions for use: ·chapter 4 reprocessing workflow for endoscopes and accessories. ·chapter 5 reprocessing the endoscope (and related reprocessing accessories). ·chapter 6 reprocessing the accessories. Olympus will continue to monitor field performance for this device.